Event description:
The hcp reported the pt experienced an "overdose." The device system was explanted and replaced and returned to the MFR for analysis. The catheter was reported by the hcp to have an occlusion. A follow up report will be sent when add'l info is received.